Event description:
Family member purchased plastic bag of easy angle floss picks manufactured by: dentek. I only picked up the plastic bag to move it. When I did this, the razor sharp end of one of the floss picks punctured the bag and my finger to the point of bleeding. I was sure I was stuck by a needle. My injury was very minor and stopped bleeding soon without medical help. I am very surprised that someone would make and sell a product like this. Looking at the ends of these floss picks, it is obvious that they can stick the unwarned person, like myself, who was only picking up the bag to move.